Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "a balloon catheter was inserted for acute coronary syndrome. After implantation of the catheter, it was found that the tip of the balloon could not be opened all the way, and the balloon catheter was replaced and reintroduced, after which there were no machine alarms and the pressure was normal". The second catheter was inserted into a different insertion site. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Section d.4 UDI number updated to (B)(4). The serial number on the returned sample is (B)(6). The lot number for the returned sample is 18f23m0040. Additional information obtained from a teleflex representative indicates the returned sample is the correct iabc for this complaint. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with an original packaging carton that does not match the serial number/lot number of the returned sample. The sample was returned in a cardboard box and was loosely packed inside an original packaging carton. Returned with the sample was the supplied 40cc inflation driveline tubing; no blood or abnormality was noted with the tubing. Upon return, the iabc bladder was noted withdrawn through the teflon sheath and the teflon sheath was noted on the iabc bladder membrane; some buckling was noted to the teflon sheath extrusion. The exposed section of the bladder was fully unwrapped. The one-way valve was connected and tethered to the short driveline tubing. Dried blood was noted on the exterior surfaces of the returned iabc; no blood was noted within the helium pathway. Since the iabc bladder was noted withdrawn through the teflon sheath and buckling to the sheath, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The returned original packaging tray was immediately noted with damage to the "arrow" packaging sticker which retains the iabc bladder in the packaging tray; the arrow sticker was noted cut/ripped and p ortions of the sticker were completely missing. This indicates that the iabc was not prepped per the instructions for use (IFU). As a result, an inservice has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states:" connect one-way valve to male luer on short driveline tubing attached to iab. Insert supplied syringe into one-way valve. Slowly aspirate a full syringe of air. Precaution: the one-way valve will maintain vacuum on the balloon and must remain in place until is fully inserted. Remove syringe. Remove catheter from tray, keeping it in line with balloon membrane. Grasp catheter close to tray and pull it straight out of the holding sleeve. Note: keep catheter level with tray. Do not lift or bend during removal." The bladder thickness was measured at six points with measurements ranging from 0.0059in-0.0063in and was within specification of process document. The one-way valve was tested and failed. A vacuum was pulled on the one-way valve, and it immediately lost pressure. This was repeated five separate times according to quality system document with similar results. A dried white media was noted within the one-way valve. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked central lumen. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp with the returned 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 75mmhg backpressure was applied. The iabc was pumped for a minimum of 15 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. A lab inventory 0.025in guidewire wa s back loaded through the iabc distal tip. The guidewire met resistance, and the guidewire could not advance at approximately 4.8cm from the iabc distal tip due to a blocked central lumen. Some blood was noted on the guidewire. The guidewire was front loaded through the iabc luer. The guidewire was able to advance through the central lumen; blood was noted excreting from the distal tip before the guidewire exited. Blood was noted on the guidewire and the central lumen was no longer blocked by blood. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed before inserting a guidewire. Another attempt to aspirate and flush the catheter was successfully completed, after clearing blood from the central lumen during the guidewire test. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "tip of the balloon could not be opened all the way" is not confirmed. The returned iabc bladder was fully intact with no abnormalities noted. During the investigation, the iabc fully inflated, and no leaks were detected. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. Unrelated to the reported complaint, the returned iabc bladder was found withdrawn through the teflon sheath and buckling was noted to the sheath extrusion. Also, the original packaging tray was noted with damage to the "arrow" packaging sticker. These indicate the user did not follow the instructions for use (IFU) and could result in damage to the device. As a result, an in-service has been requested to review the IFU with the customer.

Event description:
It was reported "a balloon catheter was inserted for acute coronary syndrome. After implantation of the catheter, it was found that the tip of the balloon could not be opened all the way, and the balloon catheter was replaced and reintroduced, after which there were no machine alarms and the pressure was normal". The second catheter was inserted into a different insertion site. The patient's current condition is reported as "fine".